Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 100 units of insulin during the load sequence. In addition, an occlusion alarm occurred and the pump was intermittently not annunciating audible tones for alerts/alarms. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was between 111-486 mg/dl.